Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. If additional relevant information is received, a supplemental medwatch will be filed. Device history record (DHR) review was unable to be conducted for the disposable deice as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2015 a uterine perforation resulted. We have been unable to obtain additional information surrounding this event.